Manufacturer narrative:
The device was returned to olympus for inspection. The reported image issues were confirmed. Based on the results of the investigation, the image flickering issue was due to a loose receptacle unit and corroded pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report on image issues. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, intermittent image issue was found. During investigation image flickering issue was observed. There was no patient involvement.